Event description:
As additionally reported to coloplast, though not verified: in an effort to rectify her pelvic organ prolapse, on or about (B)(6) 2024, patient underwent a robotic laparoscopic sacral colpopexy procedure with insertion of pubovaginal sling to treat her pelvic organ prolapse and stress urinary incontinence, along with a hysterectomy, posterior colporrhaphy and cystoscopy. Patient implanted with altis and restorelle xl. Unfortunately, complications arose after patient was discharged. Within a few weeks, patient began experiencing discharge at her suture lines, and post-operative pain and fever. On or about (B)(6) 2024, patient went to emergency department and patient was diagnosed with vaginal discharge, urinary tract infection, fever, pain and discharge from her suture lines. On or about (B)(6) 2025, patient underwent a removal of the coloplast altis sling to rectify its vaginal mesh erosion and urethral obstruction, during which the doctor successfully removed the eroded mesh. Patient also experienced dyspareunia, and difficulty with daily activities prior to the surgical intervention.

Manufacturer narrative:
This complaint was investigated to the extent information was provided to coloplast. Due to the nature of this complaint and the device not being returned for evaluation a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated accordingly. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Event description:
As additionally reported to coloplast, though not verified: the patient experienced recurrent rectocele and stabbing pain in right side of the lumbar spine and hips with certain movements. The patient also experienced difficulty with evacuation of bowel movements, pelvic pressure and urine leakage.

Event description:
As reported to coloplast, though not verified: the patient had a restorelle and altis implanted in (B)(6) 2024. Reportedly the patient experienced urinary tract infection (klebsiella pneumoniae) treated with antibiotics, vaginal discharge, pelvic pain, urinary retention and difficulty voiding. Upon examination there was visible vaginal mesh erosion and a palpable induration along the urethra, consistent with mesh impingement [altis]. The patient underwent vaginal excision of eroded altis mesh and urethrolysis under general anesthesia. Findings included a: 4 x 4 mm vaginal sling exposure. The mesh was identified as being exposed through the vaginal mucosa, with areas of associated inflammation and tissue necrosis. The mesh was also palpated along the urethra. This report captures the altis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. A non-conformance was identified as associated with this lot number; however, the failure being reported in the complaint is not related to the issue identified in the non-conformance. There was no associated coloplast capas identified. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.